Event description:
Upon reassessment of the reported event it was determined that the this MDR is a duplicate of the event filed under 0001822565-2019-02803. Hence the initial report submitted needs to be voided.

Manufacturer narrative:
Upon reassessment of the reported event it was determined that the this MDR is a duplicate of the event filed under 0001822565-2019-02803. Hence the initial report submitted needs to be voided.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
During instrument inspection it was noticed that the tibial articular surface provisional was cracked and fractured in two pieces upon further inspection. There was no patient involvement as this occurred outside the hospital setting.